Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A manufacturer representative reported that, while in a cranial resection, the vertek arm of the navigation system moved. It was noted that the surgeon leaned on the arm, resulting in the imprecision. The surgeon opted to complete the procedure without the use of the navigation system. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.